Event description:
Pt. Reports that the receiver hub separated from the link and the foam sleeve and the receiver hub remained in ear. Pt went to dr., who removed the foam sleeve from the ear. No injury or adverse sequelae reported.